Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc freestyle libre sensor detached on (B)(6) 2019, after 4 days of wear. The customer began experiencing weakness on an unspecified date and was treated by an hcp with an unspecified IV medication. The customer did not want to provide further details. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specification a prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that their adc freestyle libre sensor detached on (B)(6)2019, after 4 days of wear. The customer began experiencing weakness on an unspecified date and was treated by an hcp with an unspecified IV medication. The customer did not want to provide further details. Based on the information provided, there was no report of death or permanent impairment associated with this event.